Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has a problem with the ins. The patient needs technical assistance to make it work. No patient symptoms were reported. No further complications were reported or anticipated.